Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 575 mg/dl (system 1) and 110 mg/dl (system 2).